Event description:
It was reported that the device received the software update then reached elective replacement indicator suddenly. High battery impedance was suspected. The device was scheduled to be replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.